Event description:
It was reported that there was one episode of oversensing of noise on the right ventricular (rv) and right atrial (ra) channels stored in the pacemaker causing inappropriately stored atrial tachy response (atr) and ventricular events. There was also high out of range impedance measurements of greater than 3000 ohms on both the ra and rv leads. The signal artifact monitoring (sam) feature had disabled the minute ventilation feature. Since it was only one episode, boston scientific technical services (ts) discussed the possibility of electromagnetic interference (emi) and other potential causes, however a cause was not known at the time. The local area field representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. The pacemaker, rv and ra leads remain in service and no adverse patient effects were reported. Additional information was received that there was another sam alert showing the minute ventilation feature had been disabled. Boston scientific technical services (ts) was consulted and discussed this has occurred multiple times and upon review determined they all appear to be related to cautery. The clinician verified that they were due to medical procedures. The clinician calibrated mv and turned sam is on. Ts further discussed patient sensor optimization with the clinician. They will continue to monitor the patient and the pacemaker and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was one episode of oversensing of noise on the right ventricular (rv) and right atrial (ra) channels stored in the pacemaker causing inappropriately stored atrial tachy response (atr) and ventricular events. There was also high out of range impedance measurements of greater than 3000 ohms on both the ra and rv leads. The signal artifact monitoring (sam) feature had disabled the minute ventilation feature. Since it was only one episode, boston scientific technical services (ts) discussed the possibility of electromagnetic interference (emi) and other potential causes, however a cause was not known at the time. The local area field representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. The pacemaker, rv and ra leads remain in service and no adverse patient effects were reported.